Manufacturer narrative:
On 06 march 2017 the r and d project manager analyzed the available image and commented as follows: no conclusion can be determined from the image. According to the declaration of the surgeon the claim seems not implant-related, giving that he supposed undersizing.

Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the surgeon revised the stem and head. The surgery was completed successfully on (B)(6) 2017. Additional information received on 10 february 2017 and includes: the surgeon attributes the failure to technique - he didn't feel he got lateral enough with the broach and undersized the final implant. The patient was doing very well at 6 weeks, but his hip became progressively worse with normal inflammatory markers and benign aspiration. On 17 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: stem subsidence in cementless tha after only few months. According to the surgeon's report, the cause for this revision is stem undersizing. This is confirmed by the radiographs supplied. The femoral shape is significantly cylindrical, and this anatomical factor may have contributed to the undesired result. There is no reason to suspect a faulty device as the origin of the problem. Batch review performed on 28 february 2017. (B)(4).

Event description:
The patient came in complaining of pain. Revision surgery 6 months after primary due to stem undersized that involved in subsidence and failure of fixation.